Manufacturer narrative:
Upon receiving further information, it was noted that the affected device is a non-abbvie device. Hence unreporting the previously reported lymphoma-alcl-suspected.

Event description:
Upon receiving further information, it was noted that the affected device is a non-abbvie device. Hence unreporting the previously reported lymphoma-alcl-suspected.

Event description:
Patient representative reported right side "bia-alcl" and "unable to breastfeed their newborn son". Pathological markers confirming alcl have not been received. Device status is unknown.

Manufacturer narrative:
Diagnosing physician: (B)(6). The event of "lymphoma-alcl-suspected" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "bia-alcl"